Manufacturer narrative:
Investigation summary: investigation results: one sample was returned. The cannula was missing from the hub. There is no evidence of the epoxy used to secure the cannula to the hub. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6271681 had 26 visual inspections performed on 1,450 parts with zero defects noted. The epoxy inspection system was challenged eight times using 200 parts with zero failures recorded. Eight cannula removal force tests were performed on 40 parts with a minimum removal force of 5 lbs., a maximum removal force of 19 lbs., and an average removal force of 14 lbs. There were an additional eight cannula removal force tests performed on 200 parts as verification of the corona treater. The results were a minimum removal force of 5 lbs., a maximum removal force of 22 lbs., and an average of 14.4 lbs. Assembly batch 6243598 had 28 visual inspections performed on 1,550 parts with two defects noted for hub damage on the ears. This would not affect needle pull out. The epoxy inspection system was challenged eight times using 200 parts with zero failures recorded. Eight cannula removal force tests were performed on 40 parts with a minimum removal force of 5 lbs., a maximum removal force of 20 lbs., and an average removal force of 12.4 lbs. There were an additional eight cannula removal force tests performed on 200 parts as verification of the corona treater. The results were a minimum removal force of 5 lbs., a maximum removal force of 20 lbs., and an average of 12.6 lbs. Investigation conclusion: possible root cause: insufficient epoxy, or insufficient epoxy run down. This may be attributable to variances in cannula od, hub ID, or epoxy viscosity.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle came loose from the hub during use. There was no report of injury or medical interventions.